Event description:
It was reported that there was extravasation caused by a leaking line. A lineogram was performed to determine where the leak was. It was found inside the patient 6cm from the insertion site. Additional info: leakage of mitomycin-c, required antidote of i.v. Savene.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.